Event description:
During a dialysis treatment, the heparin/saline line clamp broke. There was no pt injury or medical intervention. This MDR was inadvertently not reported within the allotted time period.